Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the buttons. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed the keypad was torn at the ok button. The ok button was unresponsive and the up, down and contrast buttons responded appropriately. Evaluation revealed there was contamination under all buttons. There is visible a cracked from the top of battery compartment to the pump case seal. (B)(6).